Event description:
This is a spontaneous case report received from a physician (consultant) in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had two attempts of essure (fallopian tube occlusion insert) insertion. Physician reported that a colleague performed essure insertion in right fallopian tube but on that day ((B)(6) 2015); left tube was not visualized properly. Therefore, the patient was brought back again after her period. The second time as well the insertion was not feasible; therefore, she was booked for lap sterilization. At laparoscopic sterilization, a perforation was noted at right cornua, through the posterior wall. The micro-insert has unravelled and was attached to the omentum and seemed to be stuck to bowel. Patient was completely asymptomatic and this was an incidental finding at laparoscopy. Follow-up received on (B)(4) 2015: (B)(4). Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to request for confirmation of quality. The ae case refers also to a usability issue and a reported product issue (microinsert has unravelled). The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had 2 unsuccessful essure (fallopian tube occlusion insert) insertion attempts. Later, during a laparoscopic sterilization a uterine perforation was noted at right cornua, through the posterior wall. Essure was found unravelled and seemed to be stuck to bowel. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the abdominal cavity as it perforates the whole uterine wall. Additionally, internal organs perforation may occur with essure, due to device migration or during insertion procedure. The bowel is the most commonly affected organ due to its anatomical relationship with uterus. In this particular case, essure insertion was difficult; this may have been a contributory role in the events. Based on the available information and considering the reported events nature causality with the suspect device cannot be excluded. This case was regarded as an incident; as although physician considered the events as an incidental finding during laparoscopy, a surgical intervention was required. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Follow up information received on 01-may-2015 from physician: this patient had straight forward insertion on one side and they could not insert the second device. They suspected that she may have a tubal occlusion. This patient then came for laparoscopic sterilisation and they noted coil perforating through left tubal cornu and attached to omentum. This was then successfully retrieved laparoscopically. There was no bowel perforation. Patient has recovered well. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had 2 unsuccessful essure (fallopian tube occlusion insert) insertion attempts. Later, during a laparoscopic sterilization a uterine perforation was noted at right cornua, through the posterior wall\ coil perforating through left tubal cornu and attached to omentum. The micro-insert has unravelled. According to follow-up information, there was no bowel perforation, therefore the event microinsert seems to be stuck to bowel was deleted. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the abdominal cavity as it perforates the whole uterine wall. In this particular case, essure insertion was difficult; this may have been a contributory role in the event. Based on the available information and considering the reported event nature, causality with the suspect device cannot be excluded. This case was regarded as an incident; as although physician considered the event as an incidental finding during laparoscopy, a surgical intervention was required. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.